Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to olympus the videoscope had a compromised adhesive. It was not specified during what type of device usage the event occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record reveal that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. The device was returned to olympus for inspection, and the reportable malfunction of a deteriorated adhesive around the lenses was confirmed. Based on the results of the investigation, it was presumed that the suggested event had occurred due to physical stress, such as hitting or dropping the distal end, or chemical stress, such as the use of a chemical solution. However, the specific cause of the suggested event could not be determined. An update regarding the manufacturers date has been added to the supplemental report ( please see h4). Olympus will continue to monitor field performance for this device.